Event description:
It was reported that on (B)(6) 2012, an rx acculink stent was implanted in the left internal / left common carotid artery. On (B)(6) 2012, the patient presented to the emergency room with right sided weakness. Magnetic resonance imaging (MRI) was done showing an acute or subacute infarct. Magnetic resonance angiogram (mra) showed the stroke in the distribution of the posterior communicating artery which was missing on the mra. On (B)(6) 2012, the patient had the 80% stenosed right internal carotid stented. At that time, the left internal carotid artery stent was widely patent. Reportedly, the physician feels the cause of the stroke was from the pre-existing atherosclerotic disease of the cerebral arteries and not from the stent in the left internal carotid artery or the stenosis in the right internal carotid artery. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - hospitalization box unchecked/removed. (B)(4).